Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer contacted siemens to report that the operator of an atellica im 1300 instrument scanned the test definition (tdef). After scanning, the operator observed that several tdef parameters, including the serum indices parameters of hemolysis, icterus and lipemia (hil) were changed from enabled to disabled. An urgent medical device correction (umdc) asw21-01.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-01.a.ous was sent to outside the us (ous) customers in october of 2020. The umdc and ufsn explain the behavior described above and requests customers to ensure that after scanning a new version of the 2d master curve and test definition barcodes included in the reagent package, the settings of the customized fields must be verified, if applicable, on the "setup/test definition/im test definition screen" and if necessary, customized settings must be re-entered. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior.

Event description:
When scanning a new test definition (tdef) card on the atellica im 1300 instrument, settings are reset to default units and hemolysis, icterus and lipemia (hil) indices become disabled. Customer reported several assays are affected including vitamin b12, folate, troponin (tnih), and prolactin (prl). There are no known reports of patient intervention or adverse health consequences due to the event.